Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump had an issue with the battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Upon review of the complaint record, the alleged issue was deemed to be one of a call service alarm, cs 12, not a power issue as previously reported.

Event description:
.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluation follow-up #3 submitted 11/4/2016: the device was returned to animas and evaluated by product analysis on 10/12/2016 with the following results: no defect was found. There are no replace battery 128-fxxx alarms in pump histories. No evidence of short battery life observed in the pump histories. The pump electrical current draws were tested and were within specifications.

Manufacturer narrative:
Follow-up #4, april 04, 2017 - correction to serial #.